Manufacturer narrative:
(B)(4).

Event description:
It was reported that "IV catheter inserted into the mac catheter broke off ". Additional information received states "the IV tubing was broken off when rn tried to remove it from the central line." The central line was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one mac with an 7fr arrow mac companion catheter inserted for analysis. Analysis of the bill of materials for the reported finished good indicates that mac companion catheter is not normally included. Therefore, the exact material# of the mac companion catheter cannot be confirmed. Definite evidence of use was observed inside the extension lines and the hemostasis cap. The mac companion catheter was easily removed from the mac. Visual analysis did not reveal any defects or anomalies on the companion catheter. Similarly, the companion catheter could be reinserted and locked onto the hemostasis body with no issue. No other defects or anomalies were observed on the mac. The outer diameter of the returned mac companion catheter measured 0.093", which equates to approximately 7fr. A full dimensional analysis could not be performed on the returned mac companion catheter as the correct material# is not known. The hemostasis valve and mac device were then leak tested according to amrq-000038 rev.13: 1) low pressure leak resistance test: this states, "when tested as described in annex e of bs en iso 11070, using a test pressure of 38 - 42 kpa maintained for 30 seconds, there shall be no leakage sufficient to form one or more falling drops of water". The distal line was attached to a lab leak tester. With the distal end occluded, the mac was pressurized to 42 kpa for 30 seconds. No leaks were observed from the valve. 2) high pressure leak resistance test: this states, "when tested as described in annex d of bs en iso 11070, using a test pressure of 300 - 320 kpa maintained for 30s, there shall be no leakage sufficient to form one or more falling drops of water". With a lab inventory obturator occluding the hemostasis valve and the distal end of the mac body occluded, the distal and proximal lines were separately attached to a lab leak tester and pressurized to 320kpa for 30 seconds. No leaking or inter lumen crossover was detected from any portion of the mac, which indicates that the mac assembly is intact. 3) liquid leakage - hemostasis valve with 7fr catheter advanced: the parameters from the low-pressure leak resistance test were repeated with the returned 7fr mac companion catheter inserted. The mac was pressurized to 38-42 kpa for 30 seconds and no leaking was observed. The mac companion catheter was tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev15), which states "when tested per bs en iso 10555-1 annex c, no catheter liquid leakage shall occur in the form of a falling drop of water in 30 seconds". The device was connected to a lab leak tester and pressurized to 300kpa for 30 seconds with the distal end occluded. The proximal and distal extension lines were individually connected to the leak tester, and when pressurized, no catheter backflow or leaks were detected. The returned mac companion catheter was unlocked from the mac and removed with no issue. Likewise, the companion catheter was able to be re-inserted and locked onto the mac with no issue. Performed per IFU statement, "feed catheter through access device assembly into vessel. Advance catheter to desired position". A lab inventory threaded syringe was attached to all luer hubs (both mac and mac component). The syringe threaded onto each hub with no issue and felt secure. The lidstock artwork was reviewed and a companion catheter is not included in the bill of materials. Also, the lidstock indicates, "two-lumen central venous access for use with 7 - 8 fr. Catheters". The IFU provided with the kit informs the user, "hemostasis valve must be occluded at all times to minimize the risk of air embolism or hemorrhage. If catheter introduction is delayed, temporarily cover valve opening with sterile gloved finger until obturator is inserted. Use arrow obturator, either included with this product or sold separately, as dummy catheter with hemostasis valve assembly. This will ensure that leakage does not occur and inner seal is protected from contamination". The IFU also states, "indwelling devices should be routinely inspected for desired flow rate, security of dressing, correct position, and for secure luer-lock connection". The report of a damaged IV catheter was not able to be confirmed through analysis of the returned sample. Visual analysis of the companion catheter and mac did not reveal any defects or anomalies. Likewise, no leaks were detected when pressurizing either component per their respective design requirements. Despite this, a mac companion catheter is not normally packaged in the reported finished good. Therefore, a full dimensional analysis could not be performed on the companion catheter. The root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "IV catheter inserted into the mac catheter broke off ". Additional information received states "the IV tubing was broken off when rn tried to remove it from the central line." The central line was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".